Event description:
The pt underwent a revision hip surgery in 2000, to replace a fractured f115 cemented hip stem that was implanted in 1998. The pt is reported to be in good condition after the revision surgery.